Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the failed leak test identified during the device evaluation: small cut on the cable and unit failed the leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: green lines showing on the image due to a faulty ccd, and unit failed the leak test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had red and green lines on the screen and interference. The event occurred during set up / inspection for use. There were no reports of patient involvement.